Event description:
It was reported that the patient underwent a reimplant procedure due to unspecified reasons. During the procedure the existing spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted. The patient was doing fantastic following the procedure.